Event description:
It was reported that the heart lung machine could not boot up during set up for a cardiopulmonary bypass procedure. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.